Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -9.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. The post op report indicates "she says that seeing is better overall. Especially in the distance. However; she is now using reading glasses with +2.00dpt. I gave her contact lenses with +0.50 dpt for the left eye". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - it was later reported that "lens will remain inside. The patient did not see better with contact lenses; only in the intermediate area. So we're going to tell her it's best to leave it as is". Claim#: (B)(4).